Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the doctor reviewed ap and lateral images. The hcp noticed some lead migration; however, the patient came into the clinic with the doctor post-op and the patient told the hcp that after the hcp made program changes they were getting greater than 50% relief and only wake one time at night. No intervention was going to take place per the hcp.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, serial# (B)(6), implanted: (B)(6) 2020, product type lead.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the amplitude and pulse width had been increased to see if the patient could feel sensation. The patient still did not feel. Two custom programs were added. One was cylced on 18s on/6s off and increased pulse width to 300, both on the program that had been working for the patient. The cause of the loss of therapy and lack of sensation was not determined. The issue was not yet resolved. Xrays of the lead and battery insertion site were being taken. Explant of the device was not yet planned.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. The month is valid. Concomitant medical products: product ID: 978b128, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was losing therapy benefit approximately 4-5 days after implant. They had a surgical follow-up appointment today. The patient did not have sensation on any of the 7 standard programs up to 8.5 volts. The patient was going to have an x-ray. The caller indicated that impedances were 'green', but did not have actual values. The patient indicated that there had been no falls or trauma. The rep and hcp discussed possible causes including the lead coming out of the header block, lead migration or both, which may be seen on an x-ray. They also discussed impedances in more detail and that elevated impedances may still be in the 'green', with the patient unable to feel stimulation. The rep asked the physician to have both the lead and ins x-rayed. There were no patient complications reported as a result of this event.